Manufacturer narrative:
(B) (4): physio-control evaluated the device. The OEM pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that a capacitor, designator c181, was shorted and burned, damaging the pcb.

Event description:
It was reported that the device will not power on. There were no reports of patient use associated with the reported failure.